Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller and patient were attempting to communicate with the ins using the patient controller and the patient controller was displaying a warning power on reset (por) message.